Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the black box showed no evidence of the alleged ¿communication¿ alarm. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, and no ¿communication¿ alarm occurred during the investigation. The reported ¿communication¿ alarm was unable to be duplicated. The pump cover was removed and no intermittent conditions were found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.